Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number is not known, therefore a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter spontaneously disconnected from a minicap transfer set. The home patient (hp) was given antibiotics prophylactically as a result of the disconnection. No patient injury was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.